Manufacturer narrative:
Additional information added to b tab. Annex e and f codes updated.

Event description:
Additional information: 30-mar-2026: there was not harm to the patients other than requiring an additional poke to obtain peripheral access.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that catheter is shearing. Catheters shearing. Additional information 6 mar 2026: the catheters appeared intact before poking. Once the catheter punctured the skin, the plastic immediately sheered and you were not able to advance. Total number of occurrences? I know of at least 4 incidences in nic 1 over 24 hours. I have heard that others also had issuse but hadn't reported them. In addition to the 4 nicu in 24 hours, prior to that there had been a handful of incidences starting the weekend before (2/21-2/22). These were discovered after asking frequent inserters if they have had issues. All of the inserters had the same reaction saying "yes! I thought it was just me." Other instances I have documented are 2 sheering 2/23, and at least 2 on 2/27 from our pediatric ed.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of a damaged catheter could not be confirmed from the representative 24g insyte autoguard devices that were provided for investigation. Thirtyfive units from the implicated lot were received and subjected to gross visual inspection, which found all units sealed in original packaging with no visible physical damage. A functional test to simulate the needle tip penetration, catheter tip penetration, and catheter drag revealed that the measured forces were within specification. All evaluated units met applicable specifications, and no damage or anomalies associated with the reported condition were observed. A device history record review showed no nonconformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.